Event description:
Atrial unipolar lead impedance warning on (B)(6) 2020. Lead manufactured by st. Jude. Case:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).